Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombosis occurred and the procedure was cancelled. A versacross access solution was selected for left atrial appendage closure. During the procedure, a heparin drip was administrated prior to transeptal puncture (tsp) and then a bolus after. The activated clotting time (act) was 350 seconds. A mobile thrombus formed on the sheath while in the left atrium (la). Aspiration was performed to remove the clot. The procedure was cancelled. The patient fully recovered and was discharged. No issue was noted on the versacross device. There was 10 mins passed between the initial act and last act recorded. No pre- procedure CT was performed. Product return is not expected.